Event description:
It has been reported the scope had cloudy and cracked lens. No harm to patient, user or third reported. Cross reference MDR: 9610617-2025-00384, 9610617-2025-00385, 9610617-2025-00387, 9610617-2025-00388, 9610617-2025-00389.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4). Cross reference: complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the customer's statement "the scope had cloudy and cracked lens" cannot be confirmed. The imaging is clear, sharp and distinct. During the examination, no damaged/broken rod lenses could be detected. The shaft is minimally bent, but this has no functional effect on the imaging. There are dirt particles on the eyepiece diaphragm, which may have been caused by the application and the bent shaft. At the distal end, there is a minimal impact mark that does not affect the tightness or imaging. The detected damage was not caused by a production error/manufacturing defect. The damage was most likely caused by clinical application/reprocessing. This event is filed under internal complaint ID (B)(4). Cross reference: complaint ID: (B)(4).